Event description:
Acct reports that the injection site came out of the tubing set when the sherwood blunt needle was inserted into site. No further information available. No injury to pt reported. Clarification: septum came out of the y-site on the continu-flo solution set.